Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. Report one of two for the same event; see also 3004485144-2016-00091.

Event description:
The facility reported broken product during surgery. The pedicle screw's end tip was broken. The taper's end tip was broken. It was confirmed the surgery was completed and all the broken pieces were removed from the patient.

Manufacturer narrative:
The returned device was visually inspected in which it was seen that the tip of the screw was fractured. The complaint is confirmed. The DHR shows that there were no nonconformances or manufacturing issues noted that may have contributed to the event. The reporting rep noted that the patient in the procedure had hard bone meaning this likely contributed to the damages that occurred with the implant.